Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Plaintiff's preliminary disclosure received. Ppd reported 2nd revision of the right hip. Reason for revision is unknown. Doi: (B)(6) 2009 - dor: (B)(6) 2017, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After review of medical record, patient was revised to address metal on metal bearing hip prosthesis, metallosis, cyst formation, and recurrent dislocation . Revision notes reported that the fluid also looked consistent with metallosis with a light tan, gritty consistency. Therefore, the synovectomy was removed along with periarticular cyst which was moderate sized and wrapping around the greater trochanter. Xray reveal that femoral stem is beginning to migrate causing endosteal erosion. Doi: (B)(6) 2009 - dor: (B)(6) 2017, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: no code available use for medical device removal.

Event description:
After review of medical records patient was revised to addressed metallosis with adverse local tissue reaction, chronic synovitis with periarticular cyst formation and recurrent dislocation. Operative notes indicated increasing pain. Scar tissue was dissected and found significant synovitis due to metallosis. Fluid also looked consistent with light tan, gritty consistency. Added age and laboratory result. Updated patient harm. Doi: (B)(6) 2009 dor: (B)(6) 2017 right hip 2nd revision.